Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the cadd solis vip produced a cassette not attached alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of "cassette not attached properly" alarm. During testing a cassette was attached and the pump exhibited a "cassette not attached properly" alarm. The investigation determined that a defective downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating the event date and that there was no patient involvement, updated b3, h6.